Event description:
Customer reported a no delivery alarm on his insulin pump. Customer's blood glucose is 327 mg/dl. He has not treated yet. Customer said he was changing his infusion set and his insulin pump alarmed no delivery while priming. The connection was verified. Insulin did not exit when manually pushed. A new infusion set did not resolve the issue. The issue was resolved when the reservoir was switched out for a fresh reservoir. Customer is returning the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.